Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-14592. It was reported patient experienced ineffective stimulation. Diagnostics showed high impedances and fractures on the leads. In turn, the leads were explanted and replaced to address the issue.